Event description:
Patient reported obtaining back-to-back blood glucose results of "hi" (> 600mg/dl) and 37 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. While on the line with technical support, patient was unable to locate these values in the device's memory. Quality control testing had not been performed on the suspect test strips. At the time of the report, patient no longer had the test strips that produced the discrepant values.